Manufacturer narrative:
(B)(4). This complaint for use error was confirmed. Based on the information gathered during baxter?s investigation, the root cause of the use error was not determined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow-up report will be filed.

Event description:
Baxter product surveillance contacted the patient on (B)(4) 2011 regarding an unresolved check lines and bags alarm, which occurred on the homechoice during use. The patient had been instructed to start over with new supplies. Baxter product surveillance was informed that the patient did not change out all the supplies after the alarm. The patient stated they only disconnected the bottom bag, then connected a new bag, and resumed therapy. The patient stated they knew baxter advised against doing this, but the patient stated they used aseptic technique. The patient had been continuing therapy on the cycler successfully and no patient injury or medical intervention was reported. Baxter product surveillance contacted the registered nurse (rn) on (B)(4) 2011 regarding the patient only changing out the bag. The rn stated the patient made her aware of the incident and that the patient was continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported.